Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the distal right coronary artery (rca). A non bsc guide extension catheter was engaged and a 3.50 x 16 synergy¿ stent was deployed in the target lesion. Subsequently, a 4.00 x 28 synergy ii stent was advanced and upon delivering the device around a curve, the physician pulled the device back a little bit to give another push and the stent came off the delivery system . The dislodged stent was then deployed with the delivery balloon, however the balloon could not reach the distal part of the stent. The physician then advanced a smaller nc balloon catheter and fully deployed the distal part of the stent. A non-bsc stent was the advanced and was deployed to the lesion that was supposed to be stented by the dislodged stent. No patient complications we reported and patient's status was fine.